Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced ectopy. The implantable pulse generator (ipg) exhibited no pacing and failed capture. The right atrial (ra) lead also exhibited low p-waves. The ipg and ra lead remain in use. No further patient complications have been reported as a result of this event.